Event description:
It was reported by service report that the bed had no power due to the power cord not properly connected to the power inlet. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result: disconnected power cord, missing strain relief.